Event description:
Nurse and I checked off the pca pump at 0700 hand off. We cleared the pump together and the dosage, lockout and continuous amount were correct. At 1030 (estimated time) rn and rn went into room to change morphine syringe to a new one. Nurse cleared the pump. The pump stated 14.3 were left to be infused. However, 7.5 ml's were actually left in pump. Rn reviewed previous rn's charting of vtbi (volume to be infused). The wasted syringe volume at initiation was charted as 48.2 ml's. The syringe only was a 30 ml morphine syringe taken from the h4a 2 pyxis. I did the math and it looks as though the vtbi 48.2 was a mischart and should have been 28.2ml. However, the pump vtbi was still off. I spoke with pharmacy and she said it was probably a programming error. If it were told the syringe was 50ml instead of a 30 ml syringe.======================manufacturer response for alaris pca module, alaris (per site reporter).======================hi (name removed),thanks for your inquiry. There are a couple things that might be contributing to this problem, but in order to know for certain what the root cause is, we may wish to have you send a device and syringe with which biomed has replicated it. Please let me know whether you would like to do so.the syringe recognition feature is based upon the distance the device's barrel gripper extends out once it has captured the syringe.... Anything that causes it to be extended further than expected might cause the device to recognize a syringe with a larger barrel. The most common thing is labels applied to the syringe which prevent the syringe from sitting flush against the device. Another is less common, but it has to do with placing the flange of the syringe into the pump at a bit of an angle such that the syringe, again, is not flush against the pump. That too can make it appear as if a larger syringe is in use.some important question I have for you: you mentioned that there have been times when nurses confirm the wrong syringe so the incorrect volume is sensed. What actions have you taken when that occurs? Have there been any patient events or any harm because of it? I checked our complaints database and did not find any records of patient events related to devices at your facility having been reported during the past several months. Do you know whether there have been any reports of difficulty managing patients' pain or under infusion of morphine? I ask this because not only would the fluid volume be sensed inaccurately, the device calculates the rate of travel of the plunger based on the syringe size and it is likely that it would infuse less medication than intended if the wrong syringe has been confirmed.name removed - clinical customer advocacy.